Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch episodes occurred due to lead noise. Upon further review, small p-waves were also noted. Intervention was discussed. The patient was in stable condition.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2020. During procedure, an insulation breach was noted on the lead. The physician suspected the insulation breach was due to the way it was coiled in pocket or lead on lead abrasion or can to lead abrasion. The patient was in stable condition.